Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing and incorrect interpretation of signal on the atrial (ra) lead. No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155316.